Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime, compromised forced sensor system test due to encoder signal out of phase. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer stated that drive support cap was normal. Customer states pump was not exposed to a high magnetic field. Customer was able to clear the alarm and able to rewind the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.